Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, a proximal femoral nail antirotation was used for an inter- trochanteric femoral fracture case. After insertion of a centering pin for blade, the surgeon tried to insert the blade in question. At that point, the centering pin seemed to pass through slowly below the center of the hole, surgeon continued with insertion. Then, the tip of the blade interfered with the nail, and couldn¿t be inserted further. So, the surgeon used hammer blows, but couldn¿t insert. The surgeon once removed the blade, re-inserted the centering pin, and did reaming inside the bone head. After that, the blade was inserted smoothly, and the operation was completed, 10-minute surgical delay was reported. When checking the once-removed blade, it looked shaved a little. But it was left in the patient by the surgeon during the surgery. Surgery was completed successfully with no other delays reported. This report is for an unknown nail. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.